Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl at the time of incident. The customer's current blood glucose is unknown. The customer was experienced symptoms of high blood glucose level such as blurred vision. The customer was treated with long lasting insulin in the hospital for high blood glucose level. The insulin pump will not be returned for analysis.